Manufacturer narrative:
Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Patient was revised for infection. Bioball head, trinity ecima liner, and bioball neck were removed, and replaced.